Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for iga immunoglobulin a (iga) on a cobas integra 800. The initial iga result was 180 mg/dl. This result was reported outside of the laboratory. On (B)(6) 2017 the physician questioned the result and the patient sample was repeated on the same instrument and the result was 20 mg/dl. The result of 20 mg/dl was provided to the physician through a corrected result report. The physician stated the result of 20 mg/dl more accurately reflected the patient's condition. The sample was repeated again on (B)(6) "2107" and the result was similar to the result of 20 mg/dl on (B)(6) 2017. The actual result from (B)(6) 2017 was not provided. The customer repeated 10 patient samples tested for iga prior to this patient and 10 patient samples after this patient and the results corresponded to one another. No corrected result reports were necessary. No adverse event occurred. The patient was not treated based on the result of 180 mg/dl. The iga reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and no issues were identified with the instrument. The fse believed the erroneous result was due to a bubble on the sample. The fse performed fluidics and mechanism checks on the instrument and no problems were found. Precision testing was performed on the iga assay and the results were within specification.

Manufacturer narrative:
The customer stated there have been no further issues. The customer agrees there could have been a bubble on the sample. The investigation determined that the bubble on the sample found by the fse was the root cause of the event.